Manufacturer narrative:
During testing, it was noted that the rotary control knob position did not match the displayed position. This was due to the magnet in the detent knob which became dislocated. The customer contact's reported event was duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device cannot power off. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was found that the rotary control knob position did not match the displayed position.